Event description:
The pt was implanted with a left ventricular device (lvad). Approx 2 years post-implant, it was reported that the pt was admitted into the hospital due to symptoms of heart failure and shortness of breath. The pt received IV inotropes and was ventilated. The pump parameters showed elevated power. It was reported that a transesophageal echocardiogram (tee) showed that the left ventricle was not unloaded and that the inflow conduit was directed to the lateral wall. Thrombolysis therapy was started but was unsuccessful. Approx 5 days later, a decision was made to replace the pump due to suspected flow obstruction.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.